Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. Unit uploaded properly using carelink. Unit had scratched case, cracked battery tube threads, cracked case at the reservoir tube window, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was a brain aneurysm. The caller stated that the customer had dementia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 2 years prior to passing due to customer having dementia. The customer was not using sensors. The caller agreed to return the insulin pumps for analysis. This report is being made for the failure analysis results. The pump had intermittent button response on the esc and act buttons due to flattened dome switches (no crease).